Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09671. It was reported that the patient presented to the emergency room experiencing chest pain. It was noted that the patient had experienced cardiac perforation and pericardial effusion caused by a lead. It is unknown which lead caused pericardial effusion. A pericardiocentesis was performed. Upon further lead testing, the atrial lead exhibited low sensing. Programming changes were made and the patient was in stable condition post-procedure and post-programming.